Manufacturer narrative:
Pump received with many scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and cannot see all of the information on the screen. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.